Event description:
The customer stated after 12 hours of intubation, air leaked. The pt was re intubated. The tracheostomy tube was checked prior to use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.